Event description:
During the pta treatment procedure, difficulty was encountered deflating the xxl balloon dilatation catheter. Following advancement to the target lesion the balloon could not be fully inflated. Difficulty was encountered deflating the balloon and complete deflation was not achieved. The catheter was removed through the sheath with difficulty due to resistance from the balloon. A new balloon catheter was used and the procedure was successfully completed. The pt was reported to have no injuries or complications.